Manufacturer narrative:
Describe event or problem it was originally reported that the tip of the catheter separated from the shaft. Based on an evaluation of the returned device the entire returned portion of the catheter had to be removed from the patient using a gooseneck catheter. Device evaluation one device was returned for evaluation. The device was visually inspected and the hub section was missing and was not returned for evaluation. The point of separation was adjacent to where the hub would have been and was ragged. The complaint was not confirmed. The returned device was significantly damaged. The root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and one similar complaints for this lot number was found.

Manufacturer narrative:
The device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the catheter kinked during an arteriography of the lower limbs. When introducing the guide wire into the catheter the pigtail portion of the catheter separated from the catheter shaft. The physician gained access to the controlateral artery and used a gooseneck catheter to remove the pigtail segment. No harm or injury to the patient was reported.